Event description:
It was reported that pump was not able to charge when plugged into a power source. The pump battery had depleted.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been rec'd. Should new info become available a supplemental report will be submitted.